Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements as the lead was found out to have a physical damage in the insulation. A revision was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.